Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident,it was determined that the cubie had broken causing drawer to fail in main emergency room. A field service engineer worked with the customer and released the pocket. The customer released the broken cubie. The field service engineer signed into diagnostics, tested all pockets, and removed any debris. The customer was able to replace the cubie and reload the medication. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es the drawer had broken and was not allowing access. This drawer was filled with critical and needed medications. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.